Event description:
The customer reported out of range normal control solution test results with test strips. On 3/25/97, the customer opened the 2nd bottle from a box of 50 and performed a normal control solution test. The result was 164 mg/dl versus a normal control solution range of 102-154 mg/dl. The customer called the co customer support line and, with the rep, performed a normal control solution test. The result was 168 mg/dl. The control solution, lot # vj125, expiration 10/97, was opened one week ago and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 84 versus a check strip range of 80-106. The desiccant in in the open bottle. The customer stated that the first bottle performed accurately. The customer stores the test stips in the bedroom.